Event description:
It was reported that during the implant procedure the physician was unable to slit the catheter. The physician mentioned that the slitter was stuck and was trying very hard not to let the lead slip. In order to get a hold of the lead the physician ended up using surgical scissors to cut a portion of the catheter material that was hanging off the catheter and therefore was then able to engage the slitter and finish with the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).